Event description:
The customer reported that the system would shut down without command. The customer was able to reboot the system and continue working. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital tech rebooted the system. The system was found to be working as intended and returned to service.